Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed twice with a 2.0x15mm non-bsc balloon catheter, a 3.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, a stent strut was caught by the calcium in the proximal rca and the mid shaft was damaged. The procedure was completed with a 3.0x18mm non-bsc stent. No patient complications were noted and the patient's status was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed twice with a 2.0x15mm non-bsc balloon catheter, a 3.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, a stent strut was caught by the calcium in the proximal rca and the mid shaft was damaged. The procedure was completed with a 3.0x18mm non-bsc stent. No patient complications were noted and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed twice with a 2.0x15mm non-bsc balloon catheter, a 3.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, a stent strut was caught by the calcium in the proximal rca and the mid shaft was damaged. The procedure was completed with a 3.0x18mm non-bsc stent. No patient complications were noted and the patient's status was stable.